Manufacturer narrative:
The device was received with the pusher only; within its dispenser track and inner pouch; inside of a biohazard bag and a shipping box. There was no implant, instant detachers, microcatheter, or accessories returned with the device. The pusher appeared to be broken at the proximal end; with the ai, coupler tube, and positive load indicator were missing and not returned. The pusher also found to be broken at the break indicator; it appeared that the manual detachment method was performed. Kinks and bends found along the length of the pusher at 26.0 cm and 105.5 cm from the proximal end. The implant coil already detached and missing from the pusher. The coin was not located against the lumen stop with the shield coil intact. Under the microscope, the outer jacket was then removed to gain access the coin. No damages were found with the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.079mm at 0.092mm; measured 0.096mm at 0.127mm; measured 0.099mm at 0.275mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00260¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00456¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis findings, the customer report of ¿non-detachment¿ could not be confirmed as the implant coil was detached and missing from pusher. The cause of the non-detachment could not be determined. There was no non-conformance to specification identified that led to the n on-detachment. The pusher found to be bent, kinked and broken. However, the cause for damages could not be determined. Since the ai, coupler tube, implant coil, instant detachers and microcatheter were not retu rned, any contribution of the ai, coupler tube, implant, instant detachers or microcatheter to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not ben returned for evaluation; therefore, the event cause could not be determined. Once the device is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with two instant detachers or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The coil was removed, and detachment was achieved on the table while checking why the instant detacher is not detaching the coil. The patient underwent coiling embolization treatment for an aneurysm. It was reported that the coil was placed successfully at the desired location, but the detachment was not achieved. The coil did not detach after three attempts with the first instant detacher and did not detach after two attempts with the second instant detacher. After that, manual detachment was attempted one time, but the coil still did not detach. The coil was then replaced with another axium coil of the same size and the procedure was continued. There were no reports of patient injury in association with this event.